Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer froze. However, it was indicated that the programmer's hard drive performance was at fifty percent and therefore the hard drive was replaced. It was also indicated that the programmer's power supply fan was noisy and therefore the power supply was replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer froze during a patient check. The programmer worked after restarting. The programmer was returned to service. No patient complications have been reported as a result of this event.